Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07/02/2020.

Event description:
It was reported there is a battery issue. It is unknown if there was patient involvement, but no patient harm was reported.

Manufacturer narrative:
G4: 28jul2020 b4: (B)(6)2020 there was no reported product malfunction as the battery was beyond 5 years of age and replaced due to expected and anticipated preventative maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.